Manufacturer narrative:
This report was filed by the MFR. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported ballooning of the silicone segment during pt use. No pt harm or medical intervention occurred. No further pt/event info was reported.